Manufacturer narrative:
Device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the seven cannula was leaking from the site within 6-12 hours of use. She couldnot figure out where at the site they are leaking, but indicates her shirt was wet and further stated that this did not happen every single time, but 6-7 times within the past month. Event occurred on 03/08/2024 and 04/08/2024. Most current blood glucose was 135 mg/dl. Infusion set was placed in abdomen. Customer replaced infusion set and resumed insulin deliveries successfully no further information was available.